Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the competitor guidewire became stuck in the left ventricular (lv) lead. The lv lead remains in use. No patient complications have been reported as a result of this event.